Event description:
Customer reported unexpected negative reactions on the echo. A patient sample run on the echo had a negative screen. The sample was repeated and was positive with cell I on the screen using the same lots of reagents. The sample was cross matched and had one compatible and one incompatable crossmatch.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready-screen (3), lot r025, and capture-r ready-ID, lot id103. The reagents were used by the customer on echo at the time of the complaint. The customer did not return product or sample for investigation testing, it is not possible to rule out the sample as a cause of the event.